Event description:
A customer reported that the clutch of an ophthalmic microscope was loose during surgery. The procedure was completed on the same day with no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported issue. To address the issue, the dirty optics were cleaned, and the found loose screw was retightened (in the lower clutch). The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The root cause of the reported event is attributed to dirty optics and loose screw in the lower clutch. However, how or when they became that way is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that ophthalmic microscope with loose lower clutch. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).